Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported that with ac power connected the unit ran on battery power for a while, mains led not illuminated, now it will not power up at all. Customer reported that there was no patient involvement.

Manufacturer narrative:
Multiple attempts were made to follow-up with the customer to obtain additional information; however, there was no response. If additional information is received at a later date, this complaint will be re-opened and re-evaluated accordingly. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened.